Event description:
It was reported that post to a laparoscopic gastric band procedure, the pt had a port infection and the port was replaced. The port was removed in 2009. A few weeks later the pt decided she didn't want the band anymore. She will begin to eat differently and exercise. The band was removed.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.